Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from an adult ((B)(6)) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) years old when essure was placed. In unspecified dates, she experienced pain in abdomen, heavier menstruation, pain in groin, pubic bone pain, muscle cramps, increase or decrease of weight, and tiredness. Problems with movements and problems with daily tasks (including long car-drives not being possible anymore) were mentioned. She contacted a doctor besides regular magnetizer too. Treatment was planned (unspecified). Nickel allergy was denied. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since consumer reported problems with movements and problems with daily tasks, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since consumer reported problems with movements and problems with daily tasks, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.